Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Investigation: the available component was examined visually and microscopically with the digital microscope. The handle was sent to the responsible manufacturing department for investigation and a functional test. Result of function test: a tight fit at the working end of the rasp was checked with: minimal geometry greater minimum dimension gauge with ID. No (B)(4). Result: minimum dimension gauge is not stable in the handle. Minimal geometry - greater than cross check with maximum dimension gauge with ID. No. (B)(4): the clamping lever must be closed with the maximum dimension gauge and snap into place. Result: fulfilled criteria. The mentioned failure, that the closing mechanism come loose during application, could not be simulated. The closing mechanism of the handle shows no indications of a malfunction or any damages. There are clearly visible traces of heavy usages. A correct functionality is no longer guaranteed due to strong traces of use and furthermore the minimum dimension gauge is not stable in the handle. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related.

Event description:
It was reported the handle loosens during hitting intraoperatively. The reporter indicated it is not possible to lock the handle during hitting of the rasp. The closing mechanism becomes loose during preparation of the medullary space. The permanent locking is necessary for this procedure. Additional information has been requested, however, not yet received.